Event description:
It was reported that the customer found damage to the candle wells of the high voltage tank. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and determined the high voltage tank needed to be replaced. Part was placed on order, but have not yet been received. System is not in use.